Event description:
N/a.

Manufacturer narrative:
Device identifier#: (B)(4). The device was not returned for evaluation. The device history record (DHR) was reviewed with no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. Failure analysis is not possible due to unavailability of the product. The reported complaint was not confirmed. Therefore, root cause analysis cannot be completed at the moment.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that on (B)(6) 2019, the a3059 mayfield composite series skull clamp slipped. According to the resident, the clamp was set at 70lbs of pressure before the case started. The patient slipped out of the skull clamp and had a deep and large facial laceration. There was an hour delay in surgery due to the product problem. An unspecified revision/medical intervention was required. Additional information has been requested.